Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure during the slitting process, the catheter ruptured apart approximately two-thirds of its length. The remaining part of the catheter was removed using scissors with no further complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial delivery catheter was returned in segments and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The shaft was broken/separated. Visual summary of the lead indicated damage at implant. The analyst noted that the slitter was not returned with the catheter. The shaft was kinked and cuts visible in various locations, and there was stress cracking marks visible near to the separation site at distance 40.7cm, measured from the handle. If information is provided in the future, a supplemental report will be issued.